Event description:
It was reported to boston scientific corporation that a xenform tissue repair matrix was used during a pelvic floor repair procedure including apical vault suspension and cystocele and rectocele repair performed on (B)(6) 2014. The procedure was completed without complications. According to the complainant, on (B)(6) 2015, the patient experienced urinary tract infection. She was treated with keflex and the event is currently resolving.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.